Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that after a lap bowel resection procedure, the surgeon noticed that the plastic on the inactive blade appeared melted when cleaning the instrument. Another device was used to complete the case. There were no adverse consequences to the patient.